Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2018-00493. It was reported the patient has developed a hematoma and has been hospitalized, the patient underwent surgical intervention on (B)(6) 2018 to address the hematoma issue and is scheduled to be discharged on (B)(6) 2018. In addition, the patient¿s wife reported the patient will not be undergoing a scs implant.